Manufacturer narrative:
H.6 investigation summary: material #: 251181. Lot/batch #: 2325441. Bd received samples for investigation. The samples were evaluated and the indicated failure mode for foreign matter with the incident lot was not observed. The retention samples could not be reviewed as the batch was already expired. Based on a review of the batch history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk a fuzzy appearance was found in media before use. The following information was provided by the initial reporter: this is a report about foreign matter. The customer found matter with a fuzzy appearance in the media before usage.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk a fuzzy appearance was found in media before use. The following information was provided by the initial reporter: this is a report about foreign matter. The customer found matter with a fuzzy appearance in the media before usage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.